Event description:
It was reported that the suctionaid port cracked, making it difficult to aspirate secretions on patients with the potential to cause increased risk in aspiration pneumonia. Occurring in multiple tubes now on the blu select portex suctionaid tube. The event occurred in the hospital while in use with patient and the device was operated by a healthcare professional. The issue was not revolved. There was a need to mark the tubes and highlight the problem and have the whole tube changed when the patient was able to. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.